Event description:
It was reported that a spectrum infusion pump alarmed "system error 105". It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "'system error 105' alarms", determined to be caused by a seized motor. The failed motor assembly was replaced.